Event description:
On (B)(6) 2013, the reporter contacted animas alleging that multiple cartridges have leaking inside the cartridge compartment resulting in the patient experiencing blood glucose (bg) of 350mg/dl with headache and blurred vision. A specific date for the bg excursion(s) was not provided. The reporter stated this issue has occurred with two different cartridge lots. The patient has reportedly discontinued insulin pump therapy and is on a back-up plan for insulin delivery. The reporter noted that the luer lock on the cartridge is tight and she cannot determine where on the cartridge the insulin is leaking. This complaint is being reported because the patient allegedly experienced hyperglycemia while on insulin pump therapy due to a leaking cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013. Device evaluation: a retained cartridge sample from lot # b201799; a leak test was performed with no failures; no leaks were observed from the luer connection, o-rings or elsewhere on the cartridge.